Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 88-141 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.